Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full name: (B)(6). Event site telephone number- (B)(6).

Event description:
It was reported by the hospital that before use cs100 intra-aortic balloon pump (iabp) alarm could not be activated and the noise was very loud. No patient involved.

Manufacturer narrative:
Due to character restriction, event site telephone: (B)(6). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported error code 50 when the device was turned on, and it could not be started. The pump assembly and shock mount were replaced. After replacement, the functional parameters of the detection equipment were delivered to clinical use normally.